Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer relayed information related to foreign material: just because the channel is blocked, doesn¿t mean it was foreign material. How I¿m reading the assessment is there was damage to the channel which would have caused the blocked channel.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, e1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failures were confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: if the tip of the treatment tool or brush is bent or worn, you may feel a strong resistance to the touch. If poor insertion occurs, it is thought that the condition of the treatment tool or brush may be the cause of the blockage. In addition, the following reportable malfunctions were identified during the device evaluation contaminated scope. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.